Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, an incomplete connection is a known cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide cautions the user to check all disposable set connections for a secure fit before beginning your therapy. It provides step-by-step instructions for properly connecting the bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during dwell one of three. During troubleshooting the hp indicted that the bags were not properly connected. The home patient (hp) indicated that they did not completely twist the spike all the way on the connector. The technical service representative (tsr) had the hp close the clamps, disconnect aseptically, and cycle power on the hc twice to clear the alarm. The hp would set up with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.